Event description:
The reporter stated that the surgeon had inserted a single piece collamer lens model cc4204bf into patient's eye with no damage to the lens or patient. However, due to a pre-existing weak capsule, the surgeon decided the bag wouldn't support the lens and removed it without enlarging incision. The surgeon used a different model lens. There was no patient injury or product malfunction, it was due to the patient's anatomy.